Event description:
It was reported that a malfunction occurred with a pump, indicated by error code malf 0, and was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using mdi as a backup therapy and was advised by cts that a replacement pump with updated software would be sent. Cts confirmed the shipping address and provided instructions for storing and returning the faulty pump. The replacement pump was sent, and the customer acknowledged the necessary steps after its arrival.